Event description:
The patient being treated for radiculopahty, bilateral, was instrumented at c4-5 and c5-6 with iliac crest allograft bone graft,had a vectra screw back out of the vectra-t plate 2 months post-operatively. Surgeon removed the plate and screws and revised with another plate.